Event description:
Facility reported the blood leak alarm sounded and blood was noted in the dialysate compartment (18th use). Treatment was stopped. Venous line and dialyzer were discarded. Estimated blood loss 150cc. No medical intervention. Treatment was restarted and completed on another dialyzer (f70nr). "Prebpo" was 174/86, post bp was 105/55. Hemoglobin preincident (2/1) was 13.1 and postincident (2/8) was 12.2. The sample is available for examination. Medwatch filed on bloodloss.